Event description:
It was reported that the customer's insulin pump's battery only lasted 10 to 15 minutes before the insulin pump's display went blank and had a bad battery alarm. The customer replaced the battery and received a battery out of limit alarm. The customer's blood glucose level was 114 mg/dl. Standard troubleshooting was performed. The customer stated the batteries were out of the insulin pump longer than the duration allowed by the insulin pump. The customer was advised that this is normal insulin pump behavior. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)